Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. An alert for hv lead impedance greater than the upper limit was received. A setscrew issue was suspected. Device will be monitored.